Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity device was attempted to be used to treat a moderately tortuous, severely calcified lesion with 99% stenosis in the proximal rca. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated 9 times. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It is reported that the stent failed to cross the lesion because of the lesion stenosis and calcification, and stent deformation also occurred. After this, the dilation process was repeated and a new resolute integrity device was used to complete the procedure. No patient injury is reported. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related.